Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: right mini-thoracotomy for concomitant aortic valve replacement and right coronary artery bypass graft.

Event description:
The article, "right mini-thoracotomy for concomitant aortic valve replacement and right coronary artery bypass graft", was reviewed. The article presented a retrospective, single center study to report experiences with mini-thoracotomy for elective patients presenting with aortic valve stenosis associated with right coronary artery disease. Devices included in the study were magna ease, trifecta/trifecta gt, perceval, edwards intuity, and avalus. The article concluded that combined aortic valve replacement and right coronary artery bypass grafting through right anterior thoracotomy is reliable and reproducible in selected patients. [The primary and corresponding author was chloe bernard, of cardiovascular and thoracic surgery, dijon university hospital, 14 rue paul gaffarel, 21000 dijon, france, with corresponding email: chloe.bernard@chu-dijon.fr] the time frame of the study was from january 2016 to august 2021. A total of 17 patients were included in the study, of which 6 (35%) received an abbott device. The average age was 73.3 years and the majority gender was male. Comorbidities included hypertension, hypercholesterolemia, diabetes mellitus, smoking, renal insufficiency, chronic lung disease, peripheral vascular disease, aortic stenosis, bicuspid aortic valve, atrial fibrillation, history of coronary angioplasty.

Manufacturer narrative:
Summarized patient outcomes/complications of right mini-thoracotomy for concomitant aortic valve replacement and right coronary artery bypass graft were reported in a research article in a subject population with multiple co-morbidities including hypertension, hypercholesterolemia, diabetes mellitus, smoking, renal insufficiency, chronic lung disease, peripheral vascular disease, aortic stenosis, bicuspid aortic valve, atrial fibrillation, history of coronary angioplasty. Some of the complications reported were cardiac tamponade, hemorrhage, pericardial effusion, atrial fibrillation, heart block, pneumothorax, pneumonia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: right mini-thoracotomy for concomitant aortic valve replacement and right coronary artery bypass graft

Event description:
N/a.